Event description:
It was reported the patient is pacer dependent and "passed out" due to lack of pacing. The device was removed and replaced. It was noted there was approximately one year longevity remaining at the most. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary for (B)(4): the device was returned and analyzed. No anomalies were found.